Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
Peritoneal dialysis patient reported feeling full at the end of the patient's peritoneal dialysis treatments. Patient's treatment data was assessed and did reveal an episode of increased intraperitoneal volume (iipv). The largest drain volume from this treatment occurred during drain 4 where 4596 ml drained. This drain is 184% of the prescribed fill volume. In order to be a reportable malfunction, at least 180% of the prescribed fill volume would have to have been drained. One-hundred eighty percent (180%) of the prescribed fill volume of 2502 ml is 5404 ml. Therefore, a reportable malfunction has occurred. Follow-up with the patient's peritoneal dialysis nurse indicated that the patient has a history of catheter malpositioning which causes drain complications and abdominal fullness. Patient was instructed by the peritoneal dialysis nurse to perform stat drains until a replacement dialysis cycler was delivered. There was no report of medical intervention or serious injury as a result of the alleged malfunction.

Manufacturer narrative:
The alleged event was not confirmed by the plant. The reported complaint symptom increased intraperitoneal volume was not confirmed. A visual inspection of the returned cycler exterior showed no signs of physical damage. An (as-received) simulated treatment was performed and completed without failures. The system air leak test passed. The valve actuation test passed. The load cell verification was within tolerance. There were no discrepancies encountered in the internal inspection of the cycler. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.